Event description:
It was reported that the physician was concerned because the patient's vns battery indicator showed that the battery was full and then two months later indicated that the battery was at 25%. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The tablet data for the generator was received and reviewed by the manufacturer. Review of the data indicated that at the time the full battery indicator was reported as showing, the battery voltage was nearing the minimum voltage for a full battery indicator. The voltage range between the full battery indicator and the 25% battery indicator is a small window and the jump between indicators alone is not indicative of a device malfunction. However, based on the percent value of the battery capacity used, the battery voltage is lower than expected. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. A secondary cause for premature 25% battery life indicators in a small subset of associated generators may be high beginning of life (bol) battery impedance. Generators only affected by this secondary root cause would be expected to rebound back to normal battery life levels without substantial programming changes. No additional relevant information has been received to date.

Event description:
It was reported via clinic notes that the patient was down to neos (near end of service), about 20%. No known surgical intervention has occurred to date.

Event description:
It was reported by the company representative that the vns battery still looked at about 25%. It was later reported that the patient underwent vns generator replacement surgery. The explanted generator has not been received by the manufacturer to date.

Event description:
The explanted generator was received by the manufacturer and is pending product analysis.

Event description:
Product analysis was completed on the vns generator. The disparity between the battery voltage and battery consumption value is related to the laser trimmed edge of the printed circuit board assembly, or pcba. The battery measured 2.782 v at the completion of the fet, indicating an intensified follow-up indicator, or ifi, = yes condition. Other than the premature depletion, the generator performed according to functional specifications.